Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reverted to an alternate pump for insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Customer reverted to an alternate pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.